Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. It was reported that post index procedure, the patient had a target vessel revascularization. The patient presented to the index procedure with an acute myocardial infarction (mi). There were 2 target lesions treated during the index procedure. Target lesion 1 was in the proximal right coronary artery (rca). The lesion was 3.8 mm wide, 12.5mm long, and 70% stenosed. The physician direct stented the lesion with a 3.5 x 16mm taxus express2 stent. Residual stenosis as 9.4%. Target lesion 2 was in the mid left anterior descending artery (lad). The lesion was 3 mm wide and 17.5 mm long. The physician direct stented the lesion using a 3.0 x 20 mm taxus express2 stent as well as a 2.25 x 12mm taxus express2 stent. Residual stenosis was 6%. The patient received bivalirudin, aspirin, plavix, ace inhibitor and statins during the procedure. The patient was discharged 9 days later on aspirin, plavix, enalapril, and atorvastatin. The patient returned for the 13 month study defined follow up (including an angiogram). The patient was asymptomatic. During the angiogram, 90% in-stent restenosis of the rca stent was found. Another manufacturer's stent was placed and the event resolved. The patient was on plavix at the time of the event. The patient was discharged one day later. In the opinion of the physician, there is a definite relationship between the tvr and the taxus stent.